Event description:
No additional information.

Manufacturer narrative:
One 2420-0007 sample was received with two opened packages from lot 24115171 for investigation. The sample was received with clear residual fluid present. The customer reported that "the line separated during infusion [of midazolam]". Visual inspection of the returned sample confirmed the customer's experience; the tubing was separated at the upstream y-site tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the tubing during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 24115171 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the production of the reported lot, in order to reduce issues of a similar nature, improvements were implemented to the assembly process to ensure that the tubing will be correctly inserted into the solvent dispenser. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2420-0007 product in the past 12 months.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: line separated during infusion on the 2420-0007. Patient lightened due to drug loss infusion - midazolam. Additional information received from the customer: please confirm what is meant by the "patient lightened"? Becoming aware of surroundings whilst sedated. Please confirm how the fault was identified? By above occurring and then noticing fluid on the bed linen. Please confirm when the fault was identified during priming or during infusion. If during infusion, how long into the infusion? During infusion-unknown time ¿ however patient was in the emergency dept. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes? It had separated. Please confirm the exact location of the reported fault within the set. Disconnection on main alaris system line at the location of proximal smartsite connector. Was there any patient harm? N/a

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.